Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (32 mg/dl). The cause for low bg was unknown. Customer required assistance addressing bg levels with soda. Recommendation was made for customer to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of ¿low¿ (below 40 mg/dl) were recorded by continuous glucose monitor (cgm) on (B)(6) 2018 from 10:19 pm to 11:09 pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user requested a 1.87 unit bolus for a bg of 240 mg/dl while still having insulin on board. There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.